Manufacturer narrative:
Summarized patient outcomes/complications of impact of cha2ds2-vasc score in the outcomes of patients undergoing a simplified pathway for percutaneous left atrial appendage closure were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, diabetes mellitus, chronic kidney disease, coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior stroke, prior transient ischemic attack, peripheral artery disease, prior intracranial bleeding, prior gastrointestinal bleeding, prior symptomatic bleeding, recurring epistaxis, plasma cell dyscrasias, poor adherence to therapy, labile international normalized ration, high occupational risk, and stroke in anticoagulation therapy. Some of the complications reported were stroke, thrombus, pericardial effusion, transient ischemic attack, hemorrhage; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of cha2ds2-vasc score in the outcomes of patients undergoing a simplified pathway for percutaneous left atrial appendage closure.

Event description:
The article, "impact of cha2ds2-vasc score in the outcomes of patients undergoing a simplified pathway for percutaneous left atrial appendage closure", was reviewed. The article presented a retrospective, single center study to investigate long-term clinical outcomes, effectiveness and safety of performing left atrial appendage closure (laac) procedures without pre-procedural imaging assessment in patients with high and very high thromboembolic risk based on cha2ds2-vasc score. Devices included in the study were watchman or watchman flx (boston scientific), amulet (st. Jude medical), ultraseal (cardia), omega (eclipse medical) and lambre (lifetech scientific corporation) devices. The article concluded that in a consecutive series of patients undergoing laac, a simplified approach without pre-operative imaging assessment showed comparable results at 2-year for the primary composite endpoint of all-cause death, stroke, systemic embolization, or bleeding events in patients with cha2ds2-vasc score = 5 and those with cha2ds2-vasc score < 5. [The primary and corresponding author was claudio sanfilippo, division of cardiology, centro cuore morgagni, catania, italy, with corresponding email: claudiosanfilippo13@gmail.com]. The time frame of the study was from january 2016 to january 2023. A total of 227 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 76 years and the majority gender was male. Comorbidities included heart failure, hypertension, diabetes mellitus, chronic kidney disease, coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior stroke, prior transient ischemic attack, peripheral artery disease, prior intracranial bleeding, prior gastrointestinal bleeding, prior symptomatic bleeding, recurring epistaxis, plasma cell dyscrasias, poor adherence to therapy, labile international normalized ration, high occupational risk, and stroke in anticoagulation therapy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of cha2ds2-vasc score in the outcomes of patients undergoing a simplified pathway for percutaneous left atrial appendage closure.